Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to 19 mmol/l (342 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site, causing the cannula to dislodge. She went to the hospital as a result of the hyperglycemia and feeling sick. Symptoms reported include thirst and vomiting. The patient was diagnosed with high ketones and gastritis due to vomiting. She was treated with three bags of saline, paracetamol, omeprazole and anti-sickness medication. The patient stayed at the hospital for 1 night.